Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump button was unresponsive. Customer he was doing complete set change and the act button was unresponsive but while talking on the phone the act button responded and stated other buttons were responding. No blood glucose reading provided. The customer was advised to monitor the insulin pump. No further information provided.